Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37 mg/dl on the continuous glucose monitor (cgm). Cause was not known. Reportedly, the customer had slurred speech and "everything slowed down for them" due to the bg level. Customer technical support (cts) contacted emergency medical services (ems) and ems provided juice to address bg level. Resulting in the customers bg level raising to 65 mg/dl.